Manufacturer narrative:
Technician found when the brakes would set, casters would not hold or lock. Replaced casters and torque tube to correct. Bed found in shop.

Event description:
Complaint alleged that the unit has a brake problem. Brake set, but casters would not hold or lock. No injury reported.